Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac that the tower began to display the error message/code b30 scope communication error whenever a 190 series scope was connected to the unit. The customer switched to an oai 180 series scope to finish the procedure without further b30 error code issues. It was suggested to the customer to confirm that no maj-1430 cable was plugged into the front of the cv-190, as this can cause b30/e216 errors when using any 190 scopes. The customer was not in front of the unit to troubleshoot at that time. The customer was also advised to ensure that the user is not hot-swapping scopes when connecting or disconnecting scopes from the tower. Someone will get in front of the tower and call tac back with the results or to troubleshoot further. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error code b30 (scope communication error). The issue occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.